Event description:
It was reported that during a da vinci-assisted surgical procedure, the bipolar energy stopped working during use after replacing instrument cables and instruments. It is unknown how the procedure was completed. There was no reported injury to the patient.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the vio integrated electrosurgical generator unit (iesu) to resolve the issues. The replacement iesu had issues and triggered errors c-00 and c-33. A second replacement was made for the iesu. The e-100 generator also had audible faults with a red light. The e-100 generator was also replaced. The system was tested and verified as ready for use. Isi did receive the first iesu to perform failure analysis (fa). Fa was not able to reproduce the customer reported complaint. The unit energized and cauterized and all ports recognized instruments. Isi did receive the second iesu to perform fa. Fa was able to confirm via system logs and reproduce the reported complaint during in-house system testing and was run in normal mode. Isi did receive the e-100 generator. Fa found no issues. This unit was installed onto the test system and manually power cycled 10 times. The e-100 powered on with no issue each time. The vessel sealer instrument was installed onto unit with a saline dipped gauze in the jaws. E-100 was fired with yellow pedal/sync activation and cut/seal about 100 times. Unit worked fine without any issue.